Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 55-year-old male patient with a known history of coronary artery disease was admitted to the hospital with acute myocardial infarction and cardiogenic shock under cardiopulmonary resuscitation with a mean atrial pressure of 101 mmhg (under 2 catecholamine and respiratory support) with a left ventricular ejection fraction of 10% in society for cardiovascular angiography and interventions shock stage d. Impella cp was placed for hemodynamic stabilization with ultrasound-guided micro-puncture via the right femoral artery and the supplied 14 french x 25 / 13 cm peel-away sheath without a percutaneous coronary intervention being performed and the patient was transferred to the intensive care unit. On the second day with impella cp support, the patient developed multiple episodes of ventricular tachycardia and ventricular fibrillation. Veno-arterial extracorporeal life support cannulation was planned but the family decided for comfort measures. On the third day of support, care was withdrawn and the patient expired. The impella cp will conservatively be coded for cardiac arrest and death, while most likely to be caused by the underlying disease.

Manufacturer narrative:
Corrected information was provided in d1 (brand name), and d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5: additional event information received.

Event description:
Additional information received from the complainant reporting the product is not available for return. No additional interventions were performed once family decided on comfort measures.